Event description:
The tech alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The tech found a substance in the side rail latch assembly. The tech cleaned the side rail latch assembly. To resolve the issue.